Event description:
Customer reported tubing for the y-connector was cracked and when the nurse flushed the tubing, the fluid (which contained blood) splashed in her eye. Event occurred in pediatrics. Facility's protocol was followed and user blood work was performed. No additional info was available.

Manufacturer narrative:
(B)(4). The product has been requested multiple times to be returned for eval, it has not been received. A follow up report will be submitted if further info is obtained.